Event description:
It was reported that the patient experienced tingling, shocking sensations while charging the deep brain stimulation (dbs) implantable pulse generator (ipg) on several occasions. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.